Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Three photographs were provided for investigation, which reveal evidence that supports the reported leak at the septum. A leak path can develop if the cannister and septum are misaligned during assembly. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero leaked at the septum. The following information was provided by the initial reporter, translated from french to english: "when I put the IV, the blood leaking from the red circle part." 3jan 2025: 1. Please let us know the date of the incident. On (B)(6) 2024. 2. Did the incident result in any adverse consequences or serious harm to a patient or health care worker? If so, please provide us with the details. The undesirable consequence is that the patient had to receive a second venipuncture instead of just one. No serious harm to the patient or nurse.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.